Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9175118. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To further investigate this issue, one physical sample was provided for evaluation by our quality engineer team. However, at this time, the sample is unavailable for evaluation due to covid-19 concerns. A thorough investigation utilizing other methodologies and available information was completed to the best of our ability. The engineering and manufacturing team performed an inspection of the final assembly process with the intention of finding a potential source that could have caused this reported defect; however, nothing abnormal was detected. A manufacturing related cause could not be determined for this incident.

Event description:
It was reported that the bd saf-t-intima¿ safety system with removable prn safety mechanism did not deploy during use. The following information was provided by the initial reporter, translated from french to english: verbatim: ¿ the needle was not secured because the transparent tubing did not slide. The hcw using it was experienced, and we don't have other concerns with other catheters of the same batch."

Event description:
It was reported that the bd saf-t-intima¿ safety system with removable prn safety mechanism did not deploy and the needle did not fully retract, leaving it exposed. The following information was provided by the initial reporter, translated from french: "staff member reported that after inserting hdc and removing sylet, the sharp sylet did not retract fully into the protective safety cover on removal and sharps was still exposed. Posed potential for exposure (bbfe) if staff who inserted were not cautious.".

Manufacturer narrative:
Additional information was added by the customer. The following fields have been updated: b.3. Date of event: 03-jan-2020. B.5. Describe event or problem: it was reported that the bd saf-t-intima¿ safety system with removable prn safety mechanism did not deploy and the needle did not fully retract, leaving it exposed. The following information was provided by the initial reporter, translated from french: "staff member reported that after inserting hdc and removing sylet, the sharp sylet did not retract fully into the protective safety cover on removal and sharps was still exposed. Posed potential for exposure (bbfe) if staff who inserted were not cautious.". (B)(6). H.6. Imdrf annex e grid: e2403. H.6. Imdrf annex f grid: f26. H.6. Imdrf annex a grid: a0510, a160201.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ safety system with removable prn safety mechanism did not deploy during use. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: ¿ the needle was not secured because the transparent tubing did not slide. The hcw using it was experienced, and we don't have other concerns with other catheters of the same batch."